Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on june 26, 2020 that a hot axios stent was to be implanted to treat a pseudocyst during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was attempted to be deployed; however, the stent "crumbled". The stent was removed and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Despite efforts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of stent "crumbled" (stent break).. Block h10: a hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received fully covered by the outer sheath.the outer sheath was found detached and twisted from the handle and was kinked near the black marker. The handle was found bent. No other issues with the stent and delivery system were noted. The reported event of stent break was not confirmed. The stent was received fully covered by the outer sheath. The damage noted on the delivery system may have been a result of excessive force applied during removal of the device. Taking all available information into consideration, the investigation concluded that the reported event of stent break and the observed failures were likely due to factors encountered during the procedure. It may be how the device was handled or manipulated, limited the performance of the device and contributed to the reported event of stent break and the observed failures. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a hot axios stent was to be implanted to treat a pseudocyst during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the stent was attempted to be deployed; however, the stent "crumbled". The stent was removed and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.